Event description:
(B)(4). This is the approximate time I visited an ent dr for symptoms of vertigo and complaints of headaches. Some testing ensued and no common allergies noted- (not tested for metal allergies), balance testing was done with normal results, hearing tested and noted some hearing loss. When describing my headaches, he said they were migraines. In the 2 1/2 years since I have had vertigo and migraines sometimes in conjunction other times not together. I switched ent dr's almost a year later and had a brain MRI that was negative. He has called migraine associated vertigo but has agreed that my symptoms are not always connected. Also in these last few years, I have experienced chronic lower right back/si joint hip pain that my chiropractor has been unable to keep at bay and says that there is chronic inflammation there. I have seen a chiropractor for at least 15 years on a regular basis for normal adjustments but have never had such a problem in one area prior to essure placement. Also noted brain fog as in a feeling that I just dont have it together and can't remember things or think of things as I feel I should. Can't remember how long this has been there.